Event description:
Safety needle 23g x 1 1/2 inch created by dps had leakage of product when attached to syringe. The needle was tightly screwed on the syringe. The leakage happened between the bottom of the needle. It seems that the needle was not fully intact into the hub.

Event description:
Safety needle 23g x 1 1/2 inch created by dps had leakage of product when attached to syringe. The needle was tightly screwed on the syringe. The leakage happened between the bottom of the needle. It seems that the needle was not fully intact into the hub.